Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that she needed assistance with carelink. Customer's mother mentioned the carb ratio was changed and customer's blood glucose went low to 50 mg/dl. Customer declined troubleshooting. Customer will not be returning the device for analysis.